Event description:
It was reported that the patient underwent an explant procedure due to part of the lead had eroded and was poking out in the back. No infection was reported. The explanted device were not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: 5154875/ 5145329.